Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had irritation at the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was reportedly doing well postoperatively.